Event description:
It was reported that there was a problem with impedances. There were short circuits at electrodes 8 and 0 (both showed <50 with other electrodes) and possibly at 10 and 11 (which showed lower measurements in the 500ohm range). The patient also had a problem with recharging. The patient was charging more than expected. Reprogramming was being considered. The patient also had burning at the pocket site and along the lead area. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).